Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and an insulin flow blocked alarm. The customer¿s blood glucose level was 600 mg/dl. No details regarding symptoms or treatment methods were provided. During troubleshooting for the occlusion alarm, the device was able to prime without incident. The insulin pump will not be returned for analysis.